Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
When the package of optease ((B)(4) lot 15777999: complaint product) was opened and it was removed from the sterile pouch, the distal tip of brite tip sheath (accessory of optease complaint product) was confirmed to be frayed. Therefore, the physician did not use the optease, and a different product (non-cordis) was used instead. The procedure was finished successfully. There was no patient injury reported. The product was not clinically used in the patient and the product will be returned for analysis. There was no any packing damage reported. It was not reported, but probably the device was not handled before the damage occurred.

Manufacturer narrative:
When the package of optease device was opened and it was removed from the sterile pouch, the distal tip of brite tip sheath (accessory of optease) was confirmed to be frayed. Therefore, the device was not clinically used in the patient. A different product was used to complete the procedure successfully. There was no patient injury reported. There was no damage to the package noted prior to opening it. The reporter indicated that it is unknown how the device was stored in the facility. The product was returned for evaluation. A non-sterile 55 cm optease cannula sheath and a vessel dilator unit components were received coiled in a plastic bag. The optease vessel dilator was received with no damage. However, at a glance, the optease cannula sheath introducer was received with frayed/ split/torn damages. No more anomalies were found. Sem analysis was performed on the optease cannula sheath distal tip damaged area and the results showed that the tip presented evidence of elongations. This characteristic suggests possible stretching/ pulling until separation. Cutting was discarded as a root cause since no cutting characteristics were observed in the body of the tip. The exact cause of this condition could not be conclusively determined. An attempt to recreate the failure mode found on the distal tip of brite tip sheath of mentioned complaint was performed without success. As additional investigation the tms catheters manufacturing process was reviewed and there were not tools, equipment or product handling that could cause frayed/split/torn or other type of damages on the tms catheters. In addition, the tms catheters are inspected during manufacturing process for any type of damage; also, several inspections are performed through all the tms catheters assembly process operations. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The product malfunction code complaint reported by the customer ¿thrombectomy systems-brite tip-frayed/split/torn¿ was confirmed. However, the exact cause of the frayed/split/torn condition found on the tms optease cannula could not be conclusively determined during the analysis. Analysis results and DHR review results do not suggest that this damage is related to the manufacturing process. No corrective or preventive actions will be taken at this time, given that the reported failures do not appear to be related to the manufacturing process.

Manufacturer narrative:
Please note that the device was received. A non sterile 55cm optease cannula sheath and a vessel dilator unit components were received coiled in a plastic bag. The optease vessel dilator was received with no damage. However, at a glance, the optease cannula sheath introducer was received with frayed/ split/ torn damages. No more anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The product malfunction code complaint reported by the customer ¿thrombectomy systems-brite tip-frayed/split/torn¿ was confirmed. However, the exact cause of the frayed/split/torn condition found on the tms optease cannula could not be conclusively determined during the analysis. Analysis results and DHR review results do not suggest that this damage is related to the manufacturing process. Procedural factors, handling and storage process may contribute to the failures as reported. Sem analysis was performed on the optease cannula sheath distal tip damaged area and the results showed that the tip presented evidence of elongations; this characteristic suggests possible stretching/ pulling until separation. Cutting was discarded as a root cause since no cutting characteristics were observed in the body of the tip. The exact cause of this condition could not be conclusively determined. An attempt to recreate the failure mode found on the distal tip of brite tip sheath of mentioned complaint was performed. As additional investigation the tms catheters manufacturing process was reviewed and there were not tools, equipment or product handling that could cause frayed/split/torn or other type of damages on the tms catheters. In addition, the tms catheters are inspected during manufacturing process for any type of damage; also, several inspections are performed through all the tms catheters assembly process operations. No corrective or preventive actions will be taken at this time, given that the reported failures do not appear to be related to the manufacturing process. Additional information is pending and will be submitted within 30 days upon receipt.